Event description:
According to the info received, the pt experienced a myocardial infraction in 2002 and angiogram demonstrated an occluded graft. Reoperation was suggested; however, has not been performed. The pt is asymptomatic and no additional info was received.